Manufacturer narrative:
Per the user facility, the error message was displayed when the ccm was running on battery. They removed the disk on chip and reinstalled it but the error message was still displayed.

Event description:
It was reported that during the use of the device for a non-clinical activity, the central control monitor (ccm) displayed a "operating system not found" error message. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst)observed an " operating system not found" error to be displayed on the central control monitor (ccm) upon boot up. It was determined that the disk on chip (doc) was the cause of the problem. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) installed a loaner central control monitor (ccm). The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.